Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. DHR review was completed. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing site: (B)(4). Supplier: (B)(4). Manufacturing date: 26. Apr. 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one (1) drill bit broke during a 5th metatarsal open reduction internal fixation (orif) on (B)(6) 2017. As the surgeon was drilling the hole for the fourth screw, the bit broke. A portion of the broken bit, approximately 5-10mm in size, was left in the patient¿s 5th metatarsal. Another bit was available for use. No reported surgical delay. One (1) extra x-ray was taken to confirm the retained fragment. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: drill (part number unknown, lot number unknown, quantity 1) this report is for one (1) 1.1mm drill bit this is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed. The 03.130.200, lot number f-22079, 1.1mm drill bit/k-wire attachment for threaded hole/70mm was returned with a broken drill bit tip. Approximately 6.5 mm of the distal tip is missing. This complaint is confirmed. No new malfunctions or defects were observed. A visual inspection under 5x magnification, DHR review, and drawing review were performed as part of this investigation. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device already has a broken tip. No new malfunctions or defects were observed. The 03.130.200 1.1mm drill bit/k-wire attachment for threaded hole/70mm is an instrument routinely used in the variable angle locking hand system for drilling holes for 1.5 mm screws. Although a definitive root cause could not be determined, it is likely that this complaint condition was due to excessive force (i.e. From dense bone/off-axis drilling) applied to the tip of the drill bit. Relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The diameter of the remaining intact helix distal tip measured and found to be within specifications. The diameter of the circular shaft adjacent to the helix tip measured and found to be within specifications per relevant drawing. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.